Event description:
(B)(4) 2014 - no injury alleged. Malfunction alleged - dealer states manifold valve is not fully shifting. Repair document also states low o2, or yellow light; and alarming, or red light.